Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 430mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past five days. It was stated that the customer had flu and he was not tolerating the insulin. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.